Manufacturer narrative:
This report is being filed to provide additional information in e.1. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and updated information in e.1. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have escaped the lrs chamber late in the procedure. Based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor¿s pre-mnc and pre-wbc counts exceeding the trima algorithm expected donor wbc count.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. However,it is possible, though not conclusive, that wbcs may have escaped the lrs chamber late in the procedure. Based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor¿s pre-mnc and pre-wbc counts exceeding the trima algorithm expected donor wbc count. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.